Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during the hemodynamic monitoring process for an adult patient, the device was noted to be leaking blood. The pressure monitoring set was connected to the patient's radial artery for about 3 minutes when the nurse had noticed that while prepping the set the patients' mean arterial pressure [map] would repeatedly drop on the monitor. The nurse noticed while troubleshooting the set that there was blood on the patient's bed and that the pressure monitoring set was leaking. The set was replaced with a new pressure monitoring set. The attending physician states that the event was not life threatening.

Manufacturer narrative:
The suspect device was returned for evaluation. The device was examined visually. The complaint is confirmed. The root cause is attributed to the manufacturing process. A review of the device history record and complaint database could not be performed since no lot number was provided.